Manufacturer narrative:
H3: no conclusion can be drawn. No evaluation was performed, as the device was customer discarded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the instrument was used during surgery in the operating room, but after the surgery it was found that the blade was bent and the bearing was stuck, making it impossible to remove the accessories. Observation revealed that the blade was bent and the bearing was stuck. On follow-up it was reported that the sterilization supply room was unable to remove the milling cutter blade from the milling cutter attachment. The repair took some time. The staff felt that it affected normal use, but the operation process was not affected and there was no delay in process.